Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation, as well as the information included b5 which was inadvertently omitted from the initial medwatch report. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the phenomenon ¿power is not turned on when the power switch is pressed¿ occurred due to a faulty power switch part. The root cause could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
Additional information received from the initial reporter confirmed that the device was not inspected before use.

Event description:
The customer reported to olympus the visera elite video system center did not turn on when the user pressed the power switch. The issue was observed during reprocessing after the procedure was completed. There were no reports of patient harm or impact associated with this event.

Manufacturer narrative:
The device was returned to olympus for evaluation and the reported issue was confirmed. The device did not power on or off due to a failure in the power switch. Additionally, the lock on the video connector receiver did not work. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.